Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip and missing the reservoir tube o ring.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via telephone call that the screw in the reservoir was protruded and cracked. The customer did not recall anything that led up to the issue. The customer did not know the blood glucose reading. The customer also reported that the reservoir seal was hanging and coming off. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.